Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 115 mg/dl. The customer stated that she replaced battery and get failed battery test and she is not able to clear the alarm. The customer stated buttons doesn't work. The customer was advised to discontinue use of the device and revert to backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Unable to verify failed battery test alarm due to unresponsive button. The insulin pump has minor scratched display window, cracked reservoir tube lip and missing the end cap sticker.